Event description:
It was reported to philips that the system was freezing when performing cine, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for coronary procedure. The procedure was procedure was completed with fluoroscopy at the time of event. The philips remote service engineer checked the system remotely and confirmed that the system was freezing when performing cine, preventing imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found that the suit-pc was malfunctioned and recommended suit pc replacement. The fse also found no video output on the review monitor and loss of communication between the geo module and the suit-pc confirming error suit pc. To resolve the issue, the fse reloaded the complete system software and created a system backup. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.